Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 that the proximal femoral nail antirotation (pfna-ii) blade failed to lock. It is unknown if there was a surgical delay. Procedure outcome was unknown. There was no reported consequence to the patient. This report involves one (1) pfna-ii blade l100 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint cannot be confirmed for the pfna-ii blade l100 tan (part# 04.027.055s, lot# 41p3308 qty# 1) as the locking mechanism of the device functioned as intended upon assembly. While a definitive root cause could not be identified for the reported issue, it is possible that the devices were assembled inappropriately prior to use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : expiry date: 01. Feb. 2030. Part number: 04.027.055s, lot number: 41p3308, manufacturing site: bettlach, release to warehouse date: 17 february 2020. A manufacturing record evaluation was performed for the finished device with lot number 41p3308, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.027.055s, lot 41p3308: manufacturing site: bettlach. Release to warehouse date: february 17, 2020. Expiry date: february 01, 2030. A manufacturing record evaluation was performed for the finished device with lot number 41p3308, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.